Event description:
An sae occurred in a trace registry patient who had CT-guided right renal cryoablation under general anesthesia on (B)(6) 2014. According to the cryoablation note, 4 icerod [icerod plus is actually correct per galil rep who was present for the case] and 2 iceedge needles were used for the case. Three freeze-thaw cycles were performed (10 minute freeze, 10 minute passive thaw followed by repositioning of one needle, 10 minute freeze, 5 minute passive thaw, 8 minute freeze, and a 5 minute active thaw with a 4 minute passive thaw). The procedure note states, "during the needle removal, there was some bleeding noted at the skin and there was a moderate-large hematoma demonstrated after needle removal. Blood pressures were relatively stable during the procedure with systolic pressures in the 100 range treated with gentle fluid administration by anesthesia." No other complications were noted. The patient was transferred to the pacu for observation and serial hematocrit level monitoring. The hematocrit remained stable and the subject was discharged on (B)(6) 2014.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Bleeding and hematoma are known potential adverse events from cryoablation procedures and are documented as such in the product IFU and user manual. The patient was treated and the issue was resolved.